Manufacturer narrative:
The insulin pump unit passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump had a scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 195 mg/dl. The customer states the pump was exposed to a high magnetic field, during a CT scan. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.